Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the ligator head was returned with all bands attached and some of them were moved from their position and overlapped. The suture thread was broken, possibly at the time of removing the device. Additionally, the handle had marks of trip wire secured. The returned irrigation tube was in good condition. The ligator head was checked under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator head teeth were bent/damaged and some of the bands in the ligator head were moved from their position and overlapped, suggesting the bands were unable to deploy. It is possible that procedural or anatomical factors encountered during procedure could have affected the overall performance of the device, affecting the integrity of the knots that holds the bands in the ligator head and eventually causing the inability to have a correct deployment of the bands. These problems can happen due to procedural factors while the ligation target is being suctioned or other possible difficulties encountered during the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.